Event description:
A customer in the united states notified biomérieux of a misidentification result in association with vitek® 2 gp ID test kit (ref 21342), lot 2420407203. Vitek® 2 identified cap survey strain d15, corynebacterium striatum, as kocuria kristinae. The customer was informed that the gp ID card is the incorrect card for the identification of c. Striatum. The correct card would be vitek 2 anc ID test kit. The customer stated that they had performed a gram stain with a result of gram positive cocci; therefore, the gp ID card was chosen to identify the organism. As there was no patient directly associated with the cap survey strain d15, there is no adverse event related to any patient's state of health. An internal biomérieux investigation will be initiated.

Manufacturer narrative:
A customer reported a misidentification of a 2017 cap d-15 corynebacterium striatum isolate as kocuria kristinae in association with vitek® 2 gp ID test kit (ref 21342), lot 2420407203. An investigation was performed. It should be noted that to identify corynebacterium species, an anc card should be used, not the gp card. The biomérieux internal cap d-15 strain was rehydrated and subcultured. Testing included the customer lot of gp cards along with a random lot. Two random lots of anc cards were also tested, as was vitek ms. On the 2 gp cards, an excellent ID of k. Kristinae was obtained. When the anc cards were tested, a low discrimination of c. Minutissimum/ c. Striatum was obtained. Since c. Striatum was part of the low discrimination call, the correct identification was obtained on the anc cards. Vitek ms confirmed the isolate to be c. Striatum with a 99.9% confidence value. The investigation concluded the vitek 2 gp cards are performing as expected and no further action is necessary.